Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified. The event could have been prevented by following the following description in the instruction manual: "warning: never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the ultrasonic gastrovideoscope distal end was defective. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there a deep cut/lifting part on the probe unit that reaches to the hard part under the pink probe coating which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there a deep cut/lifting part on the probe unit that reaches to the hard part under the pink probe coating. This finding was due to wear and tear damage caused by mishandling over time. It was also observed that a noise occurred in the ultrasound image when operating the angle due to damage on the ultrasonic probe. It was observed that the up and down knob could not be locked securely due to wear of the lock engagement lever. It was also observed that the celling plate-plate in the control body unit was deformed. It was observed that the grip and objective lens had a scratch. It was also observed that suction cylinder had discoloration. It was also observed that the displayed ultrasound image was defective due to a chip of the acoustic lens. It was observed that the objective lens had a chip. It was also observed that the adhesive around the objective lens and on the bending section cover had wear. It was observed that the play of the up and down knob was out of standard value due to deformation of the bending tube. Lastly, it was observed that the image guide protector had a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.